Event description:
It was reported that the patient had 63 seizures over the weekend and was admitted to the hospital later that week. The surgeon performed surgery for a generator replacement at the time that the patient was admitted. The surgeon reported that battery depletion of the generator was the believed cause of the patient's increase in seizures. No other relevant information has been received to date. The device has not been received by the manufacturer to date.